Event description:
The customer had a blood glucose comparison performed, the lab result was 87mg/dl and device gave a reading of 29mg/dl. 10 minutes later they tested with the device again and received a reading of 28mg/dl. The customer was given apple juice and glucogon. Customer state that controls were in range. A request was made for the return of the suspect device and replacement product was sent.